Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had fallen and no longer had stimulation coverage. The sjm representative met with the pt for reprogramming and was able to recapture some, but not all of his previous coverage. Follow up identified the pt was to have an x-ray to determine the next course of action.